Event description:
It was reported by the affiliate that the (1) tsg45 was used during an unknown procedure. It was reported that the device cut but would not staple. The case was completed with another device and with no pt consequence.